Manufacturer narrative:
(B)(4). Internal file number - 343261/1-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: (2.5x12) nc balloon. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo lesion in the mid left anterior descending coronary artery that was 85% stenosed. Pre-dilatation was performed with a 1.5 x 12mm non-compliant balloon at 12 and 14 atmospheres. Then a 2.5 x 18mm xience prime stent was implanted at the lesion. Post-dilatation was then performed with a 2.5 x 12mm non-compliant balloon at 14 and 16 atmospheres. It was then noted that there was a distal edge dissection. A 2.5 x 28mm xience prime was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.